Event description:
It was reported that during implant procedure, the pacemaker could not be interrogated. It was noted that radio frequency communication was disconnected. The device was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found